Manufacturer narrative:
The device evaluation was completed on 10-jan-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component and the dilator was damaged. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied and it could be related to the issue reported by the customer; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: fracture problem (c070603) investigation conclusions: unintended use error caused or contributed to event (d1102) component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿dilator could not be inserted into the sheath¿ and the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿ issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15): component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿dilator bent¿ issue and the biosense webster inc. Analysis finding of the ¿dilator was damaged¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged issue. Initially the dilator could not be inserted into the sheath. It was replaced and the procedure continued. No patient consequence reported. Additional information was received. The dilator bent due to resistance it met in the sheath. The sheath was not irrigated because the dilator could not be advanced. No material was causing obstruction. No needle was used because the dilator could not be advanced. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jan-2024, the hemostatic valve was dislodged inside of the hub component and the dilator was damaged. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged issue on 10-jan-2024 and have assessed this returned condition as reportable.